Event description:
According to the reporter, during hemorrhoidectomy, after 4 to 5 good completed seals, the device had inadequate/partial sealing on a average hemorrhoid. There were multiple seal failures that caused bleeding and only minimal charring on the anal canal. No treatment was done or necessary on the burn site. Activation and end tone was heard. There was no re-grasp alert or other error that occurred. Seal seemed adequate but bled after cutting. Vessel was fully transected. Bleeding was observed directly from ligasure seal. The surgeon had to put sutures in the places of seal failures to stop the intraoperative bleeding in the seal site. Blood transfusion was not necessary. The device was only cleaned once and was connected to a generator with software version 4.0.3 at the time of the event. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.